Event description:
A malfunction alarm was reported with a code indicating malf 0. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, which successfully resolved the issue, with no recurrence of the malfunction code.